Manufacturer narrative:
The device is expected to be returned for analysis; however, it has not yet been received. Upon return of the product a supplemental report will be submitted with the evaluation findings. The device service history record review has not been completed. When the results are available, a supplemental report will be submitted.

Event description:
It was reported that during patient monitoring while using the hemosphere swan ganz module that the cvp values were incorrect. There was a 10 to 15 point difference in values comparing the bedside monitor to the hemosphere monitor. The cco and associated patient parameters were lost off the display screen, but then would re-appear after troubleshooting. The cvp analog input setup was done incorrectly. The issue was isolated to the sg module. There were no other suspect devices involved. There was no inappropriate patient treatment administered. There was no patient harm or compromise.

Manufacturer narrative:
One hemosphere swan ganz module was returned for product evaluation. The unit was inserted into a known good working hemosphere monitor for analysis and testing. The units were left to run for two hours for testing. The cardiac output values returned were within normal limits. It was determined that the cvp analog input set up was connected incorrectly. This caused a 10-15 point difference in cvp values from the bedside monitor to the hemosphere monitor. The cvp analog input setting defaults to 0-5v range. If it is not set correctly to 0-1v it will generate incorrect values. An edwards engineer provided an in service visit and instruction to the hospital to show the proper setup of the system. The device service record history review was completed and all manufacturing inspections passed with no non-conformances. The reported event could not be confirmed by evaluation. There is no evidence or indication that a manufacturing defect is responsible for the reported event. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure readings should correlate with the patient¿s clinical manifestations. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. The UDI reference number is (B)(4).